Event description:
It was reported that the ventilator failed multiple self-tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple self-tests during pre-use check (puc). The evaluation of received device logs shows that there are 16 failed puc between (B)(6) 2019 and (B)(6) 2020. The date of event is retained. The last successful puc passed (B)(6) 2019, 10 months before the reported event. There are no technical errors the last eight months. Several puc failed on the internal leakage test. The flow transducer test also failed frequently as did the pressure transducer test. These failures may have several causes including problems with the gas modules, pressure transducers and expiratory cassette. It was later reported that the ventilator worked as expected and that no parts had been replaced. The true cause of the reported puc failures was not established.